Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.80x16mm graftmaster rx was used to treat an existing perforation caused by another device in a heavily calcified, heavily tortuous, 90% stenosed, de novo lesion, in the left anterior descending coronary artery (lad). The graftmaster was advanced, but failed to reach the perforation due to the anatomy. Another graftmaster was implanted to successfully seal the perforation. There was no adverse patient sequela or clinically significant delay. No additional information was provided.